Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was unknown. The customer's father reported the customer's blood glucose was rising although they had changed out their infusion sets three times. The father also stated diabetes ketoacidosis was the cause of the customer's hospitalization. Customer's father also stated the customer was released from the hospital after their blood glucose was stabilized with an IV drip. It was also found the customer had issues with their cannula kinking. No additional information provided.